Event description:
It was reported to resmed that an astral device failed to pass its internal self-test. This resulted in an alarm notifying the user of the error message. The device was not in use when the fault occurred, therefore, there was no pt involvement. Ref MFR # 3004604967-2015-00130.